Event description:
***Sad 05/12 - pa completed ed update to 01/03/2023 generator product analysis was approved. High impedance was first seen to have occurred prior to initially reported event date and therefore has been updated. Lead product analysis was approved. During the visual analysis of the second portion, the pin coil was found to be broken near the anchor tether. The pin coil break and break mate ends appeared dark and pitted. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions was performed during the functional analysis, and no other discontinuities were identified. Other than the coil break condition mentioned above and the tear opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The root cause of the high impedance and increase in seizures is lead fracture, device failure confirmed by pa. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced increased seizures, high lead impedance, and had a full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
A3. Gender; corrected data; initial MDR omitted information known prior to submission in error.

Event description:
The lead implant date was provided. Patient gender (male) was known prior to initial submission and omitted in error. The physician has assessed the cause of the increased seizures to be due to high impedance and change in season. There is no increase/worsening compared to pre-vns baseline levels. The levels are back to pre-vns baseline levels. The device has been received into product analysis. No other relevant information has been received to date.